Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support during a supply change and indicated that a luer connector would not connect to the pump. The patient stated that this was unusual and discarded the connector as a precaution before using a new one. It could not be confirmed whether the connector was damaged or if the needle was bent. The lot number for the connector was documented. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.